Manufacturer narrative:
Continuation of d11: product ID 8870, serial# unknown, product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously reported device code c62859 has been updated to c63214. The previously reported conclusion code 67 has been updated to 22. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8840. Serial#: unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen (unknown dose and concentration) via an implantable pump for intractable spasticity. Information received reported the patient was sick and in the hospital with respiratory failure and pneumonia since (B)(6) 2019. On (B)(6) 2019, the patient had a brain magnetic resonance imaging (MRI) at 1805. A motor stall occurred at 1830 and did not recovery. The stall was identified by a nurse practitioner (np) on (B)(6) 2019 around 4 pm during a routine request to read and adjust the pump programming. It was noted the stall was discovered "by accident" when the np was asked to assess the pump and possibly turn it down. The interventions/actions taken to resolve the event were, "pump was shut off. Patient is in a fragile state and the pump has been stalled too long to know where to restart it". The issue was not resolved at the time of this report. On (B)(4) 2019, additional information was received from a manufacturer representative (rep). The rep was asked if the patient being hospitalized for respiratory failure and pneumonia was caused or related to the device/therapy and the rep stated, "no¿.patient also admitted for hyponatremia seizure". The first time the pump was interrogated after the MRI on (B)(6) 2019 was on (B)(6) 2019. The managing hcp was not notified that the patient had an MRI. To resolve the event, the pump was turned off and the patient was put on oral medication. The rep stated, "patient is too fragile to replace". The patient was extubated, but still in the hospital. The rep stated the reason for the patient's fragile state was "multiple seizures, strokes, and respiratory failure". Pump logs received confirmed a motor stall occurred on (B)(6) 2019 at 17:09. A stopped pump period may exceed tube set message occurred on (B)(6) 2019 at 17:09. On (B)(4) 2019, information was received from the manufacturer representative (rep). Clarification was requested regarding the discrepancy of the time seen for the stall and tube set message. The rep reported that the discrepancy was due to the time on the 8840 being off by an hour. On (B)(4) 2019, additional information was received from the manufacturer representative (rep). It was reported the motor stall did not cause, contribute, or exacerbate the reported symptoms of respiratory failure, pneumonia, hyponatremia seizures, or their fragile state. The rep specified that the patient was admitted with those symptoms before the pump stalled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient was receiving intrathecal baclofen 2000 mcg/ml at 673.5 mcg/day prior to the pump being stopped. The call was regarding programming and obtaining the pump off password/pump off code to silence the alarm. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 8840, ,lot #, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-may-07, additional information was received from the healthcare professional (hcp) via the manufacturer representative (rep). The reason the time was off on the programmer was requested. The hcp confirmed that they do not change the time with daylight savings time. The serial number programmer could not be found.